Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the pump continued to deliver insulin for 30 minutes after the fill tubing step of the load sequence was stopped. Reportedly, the customer had not completed the load sequence and had not tapped "resume insulin" at the time of the event. Tandem technical support (cts) reviewed the pump data logs and found that the pump functioned as intended, however, contact maintained that the pump did not deliver insulin as intended. Reportedly, the contact reloaded the cartridge and received a minimum fill notification despite the cartridge being filled with 150 units of insulin. The pump supplies were changed to resolve the issues and the customer continued to use the pump for insulin therapy. The customer's blood glucose level ranged between 188-250mg/dl.